Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot on the vasoview hemopro tissue welder started coming off but nothing fell off into the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that the jaws were burnt and the silicon coating was peeling off the bottom of the cold jaw. Based upon this, the reported failure "jaw boot was detaching" is confirmed. A supplemental report will be submitted if additional info is obtained. (B)(4).